Event description:
Same case as MFR#: 2134265-2012-02454. It was reported that during a pulmonary embolization treatment procedure, a coil detachment occurred. The target lesion was located in the lung. Two interlock coil devices were attempted to be used during this procedure. The first 10mm x 40cm .035 interlock 2d coil device would not advance out of the introducer sheath. The second 10mm x 40cm .035 interlock cube coil device experienced some resistance while advancing and became 90% deployed inside the patient. The physician pulled back and the coil unraveled inside the patient. A snare was used to remove the coil successfully. The procedure was completed with another interlock coil. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a pulmanary embolization treatment procedure, a coil detachment occurred. The target lesion was located in the lung. Two interlock coil devices were attempted to be used during this procedure. The first 10mm x 40cm .035 interlock 2d coil device would not advance out of the introducer sheath. The second 10mm x 40cm .035 interlock cube coil device experienced some resistance while advancing and became 90% deployed inside the patient. The physician pulled back and the coil unraveled inside the patient. A snare was used to remove the coil successfully. The procedure was completed with another interlock coil. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual inspection found that the coil was stretched and kinked. Dried blood was present on the fiber bundles. Microscopic inspection noted that the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no anomaly was noted. Dimensional inspection determined that the coil was damaged and not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedure factors.. (B)(4).